Event description:
It was reported that a CT scan demonstrated that the vena cava filter allegedly had tilted approx 45 degrees and had migrated caudally to the location of the 3rd lumbar vertebrae. Two filter legs and the apex of the filter were observed penetrating the vena cava and a third filter leg had fractured and was endothelialized in the cava wall. The physician decided not to retrieve the filter. The filter had been implanted approx 5 months prior due to trauma. The pt is asymptomatic.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The device remains implanted, therefore, not available for eval. The event investigation is currently underway.